Event description:
It was reported to medtronic minimed that the customer experienced a pump error 15 alarm (the critical block and inverse critical block did not add to zero) and a pump error 23 alarm (post-reset ram crc alarm) and loss of communication between insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer reported receiving pump error 23, which was successfully cleared, allowing completion of the rewind process; the pump had not been recently placed in storage mode or left without a battery for over 8 hours, and the error did not occur immediately after a battery change. Additionally, the customer reported receiving a pump error that was cleared, the fill cannula delivery test was successful, the error table did not indicate a need for pump replacement, and the pump passed the self-test. The customer was not using the quick bolus speed feature on an affected pump. Furthermore, the customer reported a loss of communication between the transmitter and the pump, with the transmitter serial number missing from the manage devices screen; the customer was instructed on pairing the transmitter, which blinked when attached to the sensor and began communicating. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Unit passed the self-test and displacement test. No pump error 15 alarm noted during testing. However, on (B)(6) 2025 17:43:09.000, pump error 15 was recorded. Line=442 file=38. Per software engineering log investigation, pump error 15 was caused by function hrm_oneminutetes()t file hrm_periodic_tests since critical data integrity check failed. Isolate to electronic assembly. Pump error 23 is a known and expected alarm, and no pump error 23 anomalies were noted during testing. Unit was cut open and a visual inspection on the connectors and electronic stack was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 23 were not confirmed when no pump error 23 anomalies were noted during testing. However, customer allegations of pump error 15 were confirmed when a pump error 15 alarm was noted during download history review. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.